Event description:
MFR received an inquiry from a neurologist regarding whether vns pts tend to experience episodes of syncope. No pt or event details were provided in the initial report. Good faith attempts for further info have been unsuccessful to date.